Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: generalized illness, granuloma, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old caucasian female patient underwent a breast augmentation revision surgery with 610cc contour profile high gel- lemera breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses as well as leaking into her limonoids, which was confirmed via magnetic resonance imaging. The patient reported that she was not feeling well and experienced fluid around her heart, inflammation, fatigue, joint pain, and felt that her implants were moving. The patient also had an unspecified biopsy, but the results have not been disclosed at this time. As a result, the patient underwent removal surgery on (B)(6) 2023. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates have reached out for further information. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-07605 for the contralateral event.